Manufacturer narrative:
This is initial/final MDR report being submitted with associated MFR# 1226348-2017-00043 and 226348-2017-00042. (B)(4); lot unavailable. Concomitant medical products: 7 french introducer sheath; 6 french introducer sheath; sim2 glide catheter; 38 exchange wire; 6f chaperon catheter; 5f diagnostic catheter; 35 glidewire; 7f cook shuttle; penumbra 068 catheter; marksman catheter; traxcess microwire; ; axium 3d coil, microplex 10 hypersoft 2 mm x 3 cm coil. Manufacturing date unavailable; lot unknown. No sterile lot numbers were provided, thus no DHR could be performed. The stents remain implanted and are unavailable for analysis. Infarct is known potential adverse events associated with the use of the enterprise stent device and are listed in the IFU as such. Although there is not product specific information available, all products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that the underlying dissection, device interaction within the vasculature and medication regimen may have all contributed to the reported events. No further actions are needed at this time.

Event description:
It was reported by a healthcare professional that post implantation of the enterprise stent patient presented with headache and cortical infarct. The patient had a history of chronic headaches and was found to incidentally have an unruptured anterior communicating artery aneurysm. Patient electively underwent coiling of the aneurysm on (B)(6) 2016. Competitor¿s coils were used to the coil the aneurysm. The left internal carotid artery dissection was stented with 2 overlapping enterprise stents (enf403012 and enf402300) and the right petrous ica dissection was not flow limiting and was not stented. Patient was discharged on aspirin and plavix. Mra imaging on (B)(6) 2016 showed that the left carotid artery where the two stents were placed was widely patent and the anterior communicating artery remained patent. There was no stenosis, residual/recurrent aneurysm, occlusion or dissection in the intracranial arteries. Mr imaging on (B)(6) 2017 revealed development of tiny chronic left precentral gyrus cortical infarct; there was no acute infarction. The new lesion was identified on the MRI scan is extremely small. The patient had no clinical deficits. The physician commented that the etiology for the embolus is most likely a consequence of the petrous carotid dissection or possibly associated with placement of guiding catheter or microcatheter. He mentioned that it could ¿also reflect a small thrombus that escaped as part of the aneurysm coiling. Perhaps the least likely scenario would be that it was in any way associated with placement of the enterprise stents. In fact, it is more likely that placement of these stents stabilized the endothelial lining of the left ica and prevented further embolic events or vessel occlusion¿.